Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion. The instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively and not following the mtm input commands smoothly. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported the vessel sealer instrument was used in the first part of the operation without problems. Another surgeon arrived and logged in with his own profile in the surgeon's console and operated without using the vessel sealer instrument. The first surgeon returned to the console with her profile; however, the vessel sealer reversed things, and a new one had to be used. The procedure was completed. No patient impact or consequence was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis further found that the instrument did not experience a lag or that the instrument stopped moving.